Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 96 mg/dl, 126 mg/dl, 108 mg/dl, 166 mg/dl, 116 mg/dl, 199 mg/dl, 248 mg/dl, and 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.